Event description:
Reporter indicated that pt developed an abscess around the device. Cultures confirmed that infection was present. It was reported that the infection was present at both the pulse generator/pocket and bipolar lead/cervical areas. The infection was treated with antibiotics and explant of pulse generator and entire lead (including electrodes). The infection has resolved and the pt is reportedly doing well. Re-implant is planned.